Manufacturer narrative:
E1 : patient country : switzerland.

Event description:
Reference number (B)(4). Event occurred in switzerland. On 27-september-2024, it was reported that patient encountered various bents due to incorrect insertion of cannula. The blood glucose was reported high. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the investigation associated with related event database (B)(4) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure. The identified for malfunction code, incorrect insertion of the soft cannula. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review lot 6006451 was manufactured on 04/apr/2024, in line inset 6 with a total of (B)(4). The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event. Due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. During manufacturing of the cannula part, the soft cannula is kept straight by the introducer needle, no samples were returned for inspection. However, during use in general and specifically during insertion may accidentally kink the soft cannula. No further action is required for this complaint, if used/unused samples are received, appropriate actions will be taken.